Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient stated they were out at a cooking island when she told her spouse that she was not feeling well. When the patient's spouse looked away, the patient dropped/collapse. The patient's spouse tried to pick the patient up and called for an ambulance. Prior to calling for an ambulance, the spouse was unable to check the cgm or a finger stick reading. When paramedics arrived, they checked the patient's bg and it was over 500 mg/dl while the cgm was over 200 mg/dl. The patient was taken to the hospital and admitted for three days. During the hospital stay, tests were done to check for injuries and the results were okay and no injuries were obtained during collapse. At the time of the report, the patient stated that she was is was not feeling well and mostly stay in bed as a result of recovering from the hospitalization. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.